Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated, the product met release criteria. Information was provided that a qualified cartridge and handpiece were used. Two viscoelastic were indicated. Both are qualified for use with this qualified combination. The product investigation could not identify a root cause for the reported complaint. The product remains implanted. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. Information was provided, that the company model toric intraocular lens (iol) was placed in my left eye on (B)(6) 2023. Currently, have not had a new lens placed in my right eye. The consumer reported, that at the six month follow up, the shaking was not present. The consumer believes perhaps, due to eyes being dilates. Per the consumer, when the dilation wore off, the shaking came back. The consumer indicated, that the doctor suggested to do a lens exchange, but the consumer reported vision was excellent for clarity and depth of focus. So, the consumer stated, being hesitant, that a new lens may produce the same reported shaking effect. The consumer, has also stated, that they may seek a second opinion. If additional info is received, we will reopen and update. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, post 8 months of surgery the patient experienced shaking in vision and it does not happen when a low light situations. Reading is very difficult. Additional information has been received and stated that the patient also had negative disphotopsia in the periphery of my left eye and slight starbursts at night when driving . The image appeared to be shake or go badly out of focus, it lasts for a split second. It is very significant when reading and under bright lights. If I focus on an item and move the item while following it, the shaking does not occur. In low light situations, it is almost non-existent.